Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was 140 mg/dl. The customer reported that there was a physical damage on the insulin pump screen. Customer confirmed that the insulin pump was not functioning as designed. Troubleshooting was not performed for damage. Customer was advised to disconnect from the pump and revert to pack up plan. The insulin pump will be returned for analysis.